Event description:
It was reported there was no output. Unable to adjust output. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Battery is low (end of life, normal); battery returned with device measured 6.54v no load. Battery contacts are compressed. The ring is bent.